Manufacturer narrative:
Product analysis: the product specimen has not been returned for evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately four years, ten months post implant of this bioprosthetic aortic valve, this valve was explanted and replaced during a coronary artery bypass graft (CABG) and a bentall procedure due to angina pectoris, aortic regurgitation and annuloaortic ectasia. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the device was returned for analysis in a clear 0.2% glutaraldehyde solution in an explant kit, and a visual examination of the device was performed upon receipt. The valve is rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Several pledgets remained attached to the sewing ring adjacent to the right cusp. The analysis of the device showed tears and abrasions through the free margin / lunula of the right cusp which appeared to be due to contact with the bias cloth and/or a possible long suture tail. Traces of pannus were observed along the sewing ring on the inflow and outflow. An unknown amount of pannus appeared to have been removed during explant. Radiography showed no evidence of mineralization in the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the received information and the returned product analysis, the reported regurgitation was most likely due to the cuspal tears. The leaflets contacting with the bias cloth and/or long suture tail could be the potential cause of the tears. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.